Event description:
The customer's mother reported that the blood glucose device gave lower than expected readings during a hyperglycemic event. On (B)(6) 2018, the customer began vomiting and the mother suspected that the customer had a stomach illness. His blood sugar appeared to be normal. On (B)(6) 2018 the customer began to feel better, but was very tired; the customer received a blood glucose result of around 100 mg/dl on his nano system. The mother withheld treatment because the customer's blood glucose readings were in the low 100's mg/dl all day. At an unknown time the mother went to the store, when she returned home the customer had pale color and shallow breathing. The customer fell asleep and the mother felt the customer's breathing was too shallow. The mother took the customer's blood glucose and received a result of 117 mg/dl at 4:50 pm. The mother transported the customer to the emergency room. At the hospital the patient received a blood glucose result of 500 mg/dl at 6:00 pm. The doctor sent the blood sample to the lab and the lab result was 1000 mg/dl. The patient was diagnosed with diabetic ketoacidosis and he was admitted into the pediatric nicu. The hospital treated the patient with fluids. They gave him insulin, saline with sugar and saline without sugar all by IV. The also treated him with potassium through IV. The patient was hospitalized from (B)(6) 2018. The lot number was not provided. The hospital kept the nano meter and smartview strips; therefore, no product could be requested to be returned for product evaluation.